Event description:
Medwatch report number mw5160511 received and reported the following: "during endobronchial ultrasound, the ebus needle (22 gauge) broke off and was inside the patient's lung. Additional procedures necessary to remove the fragment."